Event description:
Patient reported burning pain, auto-immune issues, i.e. Chronic fatigue, myositis, swollen lymph glands, sweating, and sjogrens type symptoms, possible rupture. Patient said that her doctor doesn't think the implant was ruptured. No device has been received by mentor for evaluation.